Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that four resolution 360 ultra clip devices were used during a peroral endoscopic myotomy (poem) procedure performed on (B)(6) 2021. During the procedure, four clips misdeployed after the tech and physician tried several times to opened and closed the device. The procedure was completed successfully with a non-bsc device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.